Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted for infection. No additional adverse patient effects were reported. This device will not be returned for analysis, as there were no lead integrity concerns.